Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. Device evaluated by MFR: the sterling was returned for analysis. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a longitudinal tear in the balloon 8mm from the tip and is approximately 4mm long. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed there is a longitudinal tear in the balloon.

Event description:
Reportable based on device analysis completed on 12jun2024. It was reported that balloon leak occurred. The target location was located in the lower extremity artery. A 5.0mmx60mmx135cm sterling balloon catheter was advanced for dilation. During the procedure, it was noted that the tip of the balloon was leaking. The procedure was completed with a different device. No complications were reported, and the patient was stable. However, returned device analysis revealed a balloon tear.